Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that one day post implant, during device check it became clear that the atrial lead is in the right ventricular (rv) and is pacing the rv. The lead was repositioned and remains in use. The patient is enrolled in the pan-psr post-market clinical study. No patient complications have been reported as a result of this event.